Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with what was believed to be a contained rupture. The initial angiogram observed a distal type I endoleak coming from the right common iliac artery; however, the physician wanted to cover all exposed aorta from the renals to the hypogastric arteries to rule out any other possible endoleaks. The physician suspected the cause of the distal type I endoleak was due to continual dilation/disease process of the iliacs which caused the graft to lose seal. As it appeared, the original graft was barely in the right common iliac and not built all the way down the right internal iliac artery. The physician implanted a cuff in conjunction with aptus staples, then implanted an endurant limb in the right common iliac artery extending all the way to the hypogastric artery and then another endurant limb was implanted in the left common iliac artery also extending all the way to the hypogastric artery. No additional clinical sequelae were reported and the patient is fine.